Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 70% stenosed lesion being treated was located in the mildly calcified, non-tortuous mid left anterior descending (lad) artery. Prior to deployment, the patient started to sneeze and cough, he was having an allergic reaction to the dye. The lesion was not predilated. The physician deployed a 3.00 x 20 mm taxus express2 drug eluting stent, inflated to 16 atm. The stent was well apposed. The allergic reaction was treated with benadryl and solucortef and the patient was sent back to his room. Medications given: angiomax, ic nitro, asa and plavix. Two hours post the initial stenting procedure, the patient experienced chest pain and was brought back to the cath lab. Thrombus was identified about 6 mm inside the proximal end of the stent. Balloon inflations were made with a 2.5 x 15 non-bsc balloon, ivus was performed, and the physician then implanted a 3.00 x 24 mm taxus express2 stent inside the original stent, inflated to 16 atm. The stent was post dilated with a 3.5 x 20 mm quantum maverick, inflated to 16 atm. Physician felt he had good results and the patient was sent back to his room. Patient status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.